Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was examined; this showed cracking on the top and bottom cases. The device event history log was downloaded and examined; this showed the device had given a number of error alarms including "check clutch" and "motor not running". The internal examination showed the leadscrew components and carriage nuts were not fastened to device specifications. The issue likely occurred due to incorrect servicing by user.

Event description:
It was reported the device gave a "check clutch" alarm.